Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system with the implant in the sheath, and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage, and one of the tines was fractured. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. Product analysis could not confirm the reported event of difficulty recapturing as clinical circumstances could not be replicated. Product analysis confirmed the reported event of implant frame damaged as one of the tines was fractured.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was being implanted. The closure device was attempted to be recaptured, however, difficulty was noted, and the anchor of the closure device hooked the trileaflet. The closure device was eventually recaptured, and following inspection of the closure device, one of the frameworks of the closure device was fractured. No patient complications were reported. There are no future plans to treat the laa after this procedure was aborted.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was being implanted. The closure device was attempted to be recaptured, however, difficulty was noted, and the anchor of the closure device hooked the trileaflet. The closure device was eventually recaptured, and following inspection of the closure device, one of the frameworks of the closure device was fractured. No patient complications were reported. There are no future plans to treat the laa after this procedure was aborted.